Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was "in hospital on (B)(6) and unconscious 5 weeks due to covid, in acute care". On (B)(6) the implantable pulse generator (ipg) was checked (while still in hospital) but patients heart rate spiked up to 200 beats per minute. The patient is now on medication. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.